Event description:
It was reported that the system lost power during a case. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.